Event description:
Additional information noted that their therapy was still not working as well as their previous device. The patient has seen several manufacturer's representatives for reprogramming and was told their leads are frayed.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v004644, implanted: (B)(6) 2006, product type: lead. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The manufacturer representative (rep) reported paresthesia in the wrong location. The consumer implanted for non-malignant pain was experiencing intermittent stimulation in the wrong location. He also reported shocking sensation was felt in the center of his back, neck and the back of his arms. The patient stated that the shocking was at the extension and lead connection location. The lead was located at c3 c4 location. The problem started right after the implantable neurostimulator (ins) replacement. The change in symptoms was considered sudden. High impedances were observed on contacts 3 and 8. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that during normal programming, it was detected that some impedances were off. Impedance check showed 3 <(>&<)> 8 were above 10000 ohms. The patient was being referred back to neurosurgery for surgical consult to possible have lead revision. Further follow up was conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Event description:
Additional information received reported the patient was reprogrammed and will see the physician again in the clinic in the upcoming weeks to reassess his coverage pattern - per physician preference. Further follow up was conducted to obtain this information. If additional information becomes available, a follow up report will be sent.